Event description:
Unit was explanted due to report of no output. No further injury or complications associated with the event. The device exceeded its published projected longevity. Failure analysis reveals loss of hermeticity.